Manufacturer narrative:
(B)(4). Manufacturing dates 11/24/14 ¿ 12/2/14. The sample was discarded by the customer; therefore, a device evaluation could not be performed. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was found to be completely out of the minicap and loose inside the foil packaging. The issue was noted during the setup for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 8 of 30.